Event description:
The customer reported a faulty power supply, which was later clarified to the ac led remains off while the device disconnected with ac power. There was no report of patient involvement.